Event description:
During an lar procedure the stapler knob was not retracting the anvil properly back into the instrument. For that reason, the decision was made to use a new instrument. To remove the anvil from the bowel in preparation of using a new instrument. Extreme difficulty of performing a second purse string because of lack of tissue. There were no adverse consequences to the pt.